Event description:
It was reported that caucasian female patient underwent a breast augmentation revision surgery with 225cc mentor memorygel breast implants. Post-operatively, the patient experienced unspecified issues with both of her implants. As a result, the patient underwent an unspecified bilateral surgical intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-12341 for the contralateral event.

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information manufacturer¿s reference number: (b(4).

Manufacturer narrative:
On march 16, 2023, mentor received additional information. Mentor became aware that the patient experienced scarring of the right breast, which required scar revision on (B)(6) 2020. It was also reported that the patient had bilateral revision with belladerm (acellular dermal matrix (adm)). Per the information provided it is reasonable to assume that the patient suffered breast asymmetry bilaterally which required surgical intervention with bellader for correction on (B)(6) 2019. As such, insufficient information is no longer applicable. On april 06, 2023, mentor became aware that the side of implantation was inadvertently omitted from the initial report. This report is for the right implant. Manufacturer¿s reference number: (B)(4) in the initial report, b5 event description should have included that this report is for the right prosthesis.

Manufacturer narrative:
On april 25, 2023, mentor received additional information. Mentor became aware that the patient experienced dissatisfaction with the appearance of her breasts post-operatively. As such, anisomastia was removed from the file. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).